Event description:
It was reported that during a lap gastrectomy, the devices were not activated. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. It was connected to a test hand piece and a generator and was functionally tested. There were no anomalies noted. The device was fully functional and conforming to design specifications.